Event description:
Medtronic received a report that a pipeline was significantly shortened and displaced. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3.68 mm and neck diameter 3.26 mm. Landing zone (artery size): distal 2.85 mm and proximal 3.24 mm. The patient¿s vessel tortuosity was moderate. Dense mesh spring coils were filled in through echelon10. The stent deployment began. The ped-325-20 dense mesh stent was raised to position through phenom27. The tip end was smoothly opened in the straight section of m1, and it was withdrawn to the internal carotid artery for positioning. The distal end of the stent was positioned about 6 mm distal to the aneurysm, and the stent was continued deploying. By increasing the tension of the whole, the stent was fully attached to the wall and the proximal end of the stent was completely deployed by reducing the tension. The stent catheter was raised and the pushing guidewire was retrieved. At this time, the distal end of the stent was significantly shortened and displaced, and the aneurysm neck was exposed. After evaluation, the stent position failed to achieve the desired effect and it could not be retrieved to deploy again. The phenom27 stent catheter was then raised, and a new stent ped-350-20 was re-bridged at the distal end. After evaluation, the treatment goal was achieved, and the surgery was ended. Additional information received that the patient recovering good from the procedure. There was no issue with the phenom catheter used. The cause of the pipeline failure was not determined. There was a single pipeline being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump during deployment; the deployment process was very stable. The tip of the catheter was not moved during deployment; the catheter was normal. Additional information received reported the stent had resistance during retrieval with the phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the issue was stent shortening and displacement not that it couldn't be retrieved to deploy again because of resistance.